Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation reviews of the complaint history, device history record, documentation, manufacturing instructions, quality control procedures, and specifications and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed protrusion of the mandril 4cm from the distal tip of the wire. No other issues were identified during visual inspection. Additionally, a document-based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other related complaints reported for this lot number. Furthermore, reviews of the manufacturer¿s instructions, specifications, and quality control procedures were conducted, and no gaps were discovered. Based on the information provided and the examination of the returned product, investigation has concluded that no cause could be established for the device failure. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Common name & product code: dqx wire, guide, catheter. PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to a procedure to insert a permanent pacemaker between the dates of (B)(6) 2019, the physician found that the "core wire" was protruding from an amplatz extra-stiff support wire guide. The wire guide did not make contact with the patient and another wire guide was used to complete the procedure. There has been no report that the patient experienced any adverse effects due to this event.